Event description:
It was reported that during the procedure, when the subject balloon catheter was attempted to insert, difficulty was encountered during delivery to the common carotid artery. The subject balloon was also noted to be deflating during delivery. The subject balloon was removed from the patient anatomy and the physician found diluted contrast leaking. A new device was used as a replacement to complete the procedure successfully without clinical consequences to the patient.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu, there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient. The anatomy of the patient was very tortuous which may have contributed to the reported event. It is probable that anatomical factors encountered during the procedure contributed to the reported event, but this cannot be conclusively determined. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and because the device was not returned for analysis, a cause of undeterminable was assigned to the reported defects balloon difficulty engaging target vessel, balloon leaked during use and balloon difficult to inflate.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, when the subject balloon catheter was attempted to insert, difficulty was encountered during delivery to the common carotid artery. The subject balloon was also noted to be deflating during delivery. The subject balloon was removed from the patient anatomy and the physician found diluted contrast leaking. A new device was used as a replacement to complete the procedure successfully without clinical consequences to the patient.